Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device's discharge buttons will not function and the energy selector buttons turn on the recorder. The complainant indicated that there was no pt involvement in the reported failure.